Event description:
Original report from distributor: two screws backed out after implant. Doctor is afraid of esophageal tear if left in. Reply was made to rep as follows: may be due to angulation of screw. Surgical technique guide lcp02 c states the following: " ! Placing the screw at an angle >20 degrees may result in failure of the snap ring to capture the screw." Reporter replied in 2009, "I saw the x-rays and the screws look pretty close to 90 degrees to plate to me, I will forward a copy of the x-ray for yourself, and whoever else." Revision surgery was performed and the following was noted: revision surgery was performed one week later. Doctor thinks he originally put the screws in at an angle exceeding 20 degrees. The following day, note: surgeon used the plate during revision surgery, hence it will not be returned.